Event description:
Advocate stated her mother received a blood glucose reading of 246 on the contour , was retested on the hospital's meter and the reading was approximately 100mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no adverse event alleged. The advocate was advised to return the strips for investigation. New meter and strips were sent to the customer.